Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a review of the log files revealed a recurring battery disconnect alarm that only occurred on the black connector on the patient's main controller. Additionally, the ventricular assist device (vad) coordinator noticed that during the self-test of the controller, the audible signal was unusual and subdued. It was confirmed that the problem only appeared on the black power connector of the controller, regardless of the battery clip used and the 14v battery used. The controller was replaced with a new one, (B)(4).

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of recurring battery disconnect alarms that occurred on the patient¿s controller was confirmed via the submitted log file; however, the reported event of the controller¿s audible signal being unusual and subdued was not confirmed. The heartmate 3 system controller (serial number (B)(6) ) was returned for analysis and a log file was downloaded. Additionally, a log file was submitted for analysis. The submitted and periodic log file contained data spanning approximately 8 days (28dec2021 ¿ 05jan2022 per the timestamp). The log file captured atypical power cable disconnect alarms active on 29dec2021 at 12:20:23 due to the rsoc voltage in the white power cable dropping to approximately 0 volts. The alarms resolved on their own each time when the rsoc voltage in the white power cable was restored to its expected voltage threshold and pump speed was not affected. Additionally, the log file captured atypical power cable disconnect alarms active on 28dec2021 at 21:12:39, 21:10:47, and 20:40:22 due to the rsoc voltage in the black power cable dropping to approximately 0 volts. The alarms resolved on their own each time when the rsoc voltage in the black power cable was restored to its expected voltage threshold and pump speed was not affected. There were no other notable atypical alarms active in the log file. The system controller was functionally tested and passed all steps without issue. The controller was connected to a mock loop and operated a test pump without issue. Both power cables were manipulated with an attempt to replicate the reported evet; however, the system controller operated as intended. Additionally, a controller self test was performed and appeared to be as intended. The decibel level of the audible alarm was measured and was within the expected range. The heartmate 3 instructions for use section b-¿technical specifications¿ explains that the correct audio level specification for controller advisory and hazard alarms is ~85 db. The controller was then disassembled for inspection of the internal components and no issues were observed. The system controller power cables were then tested for current leakage both power cables passed without issue. In addition, the resistance of the underlying wires was measured, and all underlying wires passed without issue. Multiple attempts were made to obtain additional information about the reported event such as if the issues resolved with a controller exchange and if the unusual audible signal resolved; however, no response was given. Additionally, provided information stated that the hospital employee who reported the defect is not able to confirm whether the controller had any visible sign of damage. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Hsc-010547 was shipped from abbott on 27nov2017. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect , no external power alarms, and the actions to take if they do not resolve. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate iii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Following the controller exchange, the subdued signals resolved. Further troubleshooting following the controller exchange was not required.